Event description:
The plate and 2 screws (plt-1041 and scr-1206) were implanted in 2006 for a mandibular osteotomy. Surgeon noticed a secondary moving of the plate. There was a moving of the plate with a breakage of the 2 posterior screws. The patient had a revision in 2007 to remove the implants. Date of information to distributor was 2/15/2007.

Manufacturer narrative:
According to the received information, a mandibular osteotomy was fixed with a inion cps 2.5 4-hole plate, extended (plt-1041) and inion cps 2.5 x 6 mm screws (scr-1206), and a reoperation was needed because two of the implanted screws broke postoperatively due to unknown reason. Further evaluation of this case is impossible without more detailed information. It is not known whether the product was used according to its product-specific instructions for use. Failure of fixation (adverse event, anticipated risk) can occur if the plate is not fixed with a adequate number of screws or if the devices are used in the mandible without appropriate maxillomandibular fixation (contraindicated according to the IFU). Please note the following statements in the IFU: the system is not intended for use in the mandible without appropriate maxillomandibular fixation. As with any surgical procedure, careful postoperative management is important for optimal healing. Provide the patient with detailed instructions for postoperative care (e.g. Hygiene maintenance, soft non chewing diet during bone healing etc.). Use appropriate maxillomandibular fixation especially with mandibular fractures and bimaxillary osteotomies (e.g. Guiding elastics) during bone healing. The inion cps 1.5/2.0/2.5 bioabsorbable fixation system devices provide fixation and are not intended to replace healthy bone or withstand the stress of full load bearing. Incorrect selection, placement, positioning, and fixation of the implant can cause subsequent undesirable results. The surgeon should be familiar with the devices, the method of application and the surgical procedure prior to performing the surgery.